Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead experienced decreased p-wave amplitude sensing and far r-wave oversensing. It was suspected either the slack on the atrial lead shifted or the atrial lead was damaged. Programming changes were implemented until the atrial lead was explanted and replaced. The patient was in stable condition.